Event description:
It was reported that the charger for the ilet system was not charging and the indicator light was blinking, and replacement supplies were shipped. Symptoms included low power availability consistent with a low-battery condition. Outcomes included interruption risk to device use due to insufficient charging. Investigation included customer interview and confirmation of shipping information to replace the affected accessory. Investigation of this case revealed a suspected malfunction of the charger accessory leading to inadequate power delivery. It was concluded, based on previously established findings for similar reports, that the cause was an accessory performance issue consistent with a charger malfunction.